Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da Vinci-assisted surgical procedure, a Maryland Bipolar Forceps tip of the jaw burned during the procedure. The procedure was completed with no reported injury.